Event description:
The article ¿three-year effectiveness and safety of the xen gel stent as a solo procedure or in combination with phacoemulsification in open-angle glaucoma: a multicentre study" noted two eyes implanted with a xen®45 gts experienced implant fracture. This is the same article being reported under MDR ID# 3011299751-2022-00032 (allergan complaint # (B)(4)). This MDR is being submitted for the technical adverse event.

Manufacturer narrative:
The average age of patients was (B)(6). Implantation dates ranged from (B)(6) 2014 through (B)(6) 2015. Article citation: reitsamer, herbert et al. ¿three-year effectiveness and safety of the xen gel stent as a solo procedure or in combination with phacoemulsification in open-angle glaucoma: a multicentre study.¿ acta ophthalmologica vol. 100,1 (2022): e233-e245. Doi:10.1111/aos.14886. Of the 174 patients reported in the article, 212 eyes were implanted with the device. 109 eyes were the left and 103 were the right. The implants occurred at 5 centers in (B)(6), 2 centers in the (B)(6), 1 center in (B)(6), and 1 center in (B)(6). Further information regarding event, product, or patient details has been requested from the corresponding author. No additional information is available at this time. This is a known potential event addressed in the product labeling.